Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (006-0000000001) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2106 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: a review of the black box and alarm history revealed no evidence of a ¿call service (cs) 006¿ alarm or any activity outside of normal use. During testing, the ¿ez-prime¿ steps were performed correctly with no ¿cs006¿ alarms or any errors, alarms or warnings. The pump¿s cover was removed; there were no intermittent conditions found to the printed circuit board. The reported ¿cs006¿ complaint was not duplicated during investigation. Unrelated to the complaint, a dim and reddish display screen was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(4).